Event description:
Customer reports via phone that during a urology procedure on a (B)(6) male patient, as the patient sat on the voiding stool, the table shifted, and the voiding stool fell from the alignment pins. Patient did not fall from the voiding stool as it settled onto the floor. No reported injury.

Manufacturer narrative:
The field service engineer (fse) evaluated the system finding the retaining bolts at head end (that hold table top) loose, causing outside rail to misalign. Fse tightened bolts, squared table top up, tightened table top bolts, and replaced latch block assembly due to intermittent message `seed placement device' when leg extension was attached and table top is moved to head end. Fse verified proper operation of leg extension and voiding stool when attached to table. Fse completed service checklist for the table portion of dr service checklist (B)(4) and returned unit to the customer for service.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.